Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient underwent surgery for the implant of a permanent scs system. It was reported the lead showed intermittent high impedance readings during postoperative testing, and the stimulation coverage was uncertain. The physician decided to take the patient back to surgery and reposition the lead. Postoperative diagnostic testing then revealed normal impedances. The sjm rep met with the patient for programming the next day. Allegedly, intermittent auto reduction existed on some lead contacts and impedances were slightly high; however, the patient reported effective stimulation and the surgeon was satisfied with the coverage.